Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer¿s current blood glucose value was unknown. The customer reported that the insulin pump had insulin flow block alarm and they change the infusion set and that work the infusion set is on the upper leg right at that time blood glucose level was 600 mg/dl. It was reported that there was leak in the infusion set. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the customer was using auto mode or not. Troubleshooting was declined. The insulin pump passed self test. The insulin pump will not be returned for analysis.